Manufacturer narrative:
Continued e1. Phone: (B)(6). A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a rupture of the right device and capsular contracture baker grade I. Device has been explanted.

Manufacturer narrative:
DHR trend summary: the review of historical complaints on the complaint management handling indicates that there were no other records related to this event for units manufactured on lot number 3134384. The search criteria of these queries are mentioned on (B)(4) wording guidelines for complaint investigation closure 6.0. The review of all potential trend evaluations for breast implants closed during the past 12 months indicates that no confirmed complaint trends have been observed for the event (a0412 material rupture). Device evaluation: the device related to the reported event capsular contracture and rupture was received on feb 27, 2024, with lot number 3134384. Based on the product analysis performed, the assessments of the complaint codes are: capsular contracture: unable to observe since it is not related to the device and rupture: observed broken device assessed as unidentified (tear) opening and observed a missing piece of shell assessed as inconclusive as per the investigation procedure creases, wear abrasion were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported a rupture of the right device and capsular contracture baker grade I. Device has been explanted.